Event description:
Procedure type: cholecystectomy. Patient sex: unk. Reportedly, while inserting a vitalitec lcasls5e endo clip through the trocar, the versaseal was damaged and small pieces were torn from the reducer. It is unknown whether the pieces fell into the patient cavity or not. No patient injury was reported.